Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. The primary product was selected based on the event description. However, the event date and instrument part/lot numbers were not provided.

Event description:
It was reported that during a da vinci-assisted transvesical diverticulectomy procedure, the "force grasper" instrument tip broke off while grasping tissue. The tip broke off while grasping tissue inside of patient. The broken tip could be seen on the monitors in the operating room (or), and the surgeon was able to retrieve the broken piece and remove the grasper in its entirety. The event date of the procedure was not provided. The da vinci coordinator was not aware of the event and could not provide any additional information about an incident with a force bipolar at this time.